Manufacturer narrative:
Clinical evaluation performed by medical affairs director on (B)(6) 2018: intraoperative femoral fracture during primary cementless tha. This is a possible, literature-described adverse event, which is normally due to mechanical reasons, often because of a peculiar anatomy. There is no reason to suspect a faulty device as responsible of the adverse event. Batch review performed on (B)(6) 2018: lot 122930b: 3 items manufactured and released on 28 july 2017. Expiration date: 2022-08-17. No anomalies found related to the issue. To date, this is the only item of the same lot already sold.

Event description:
During the stem positioning a femur fracture was generated. The surgeon completed successfully the surgery performing intraoperatively a bone cerclage.